Event description:
This system was explanted due to the patient having mrsa. There is no indication that the system was replaced. The hospital retained the devices. Should additional information be received, this file will be updated.